Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02745, 0001822565-2021-02748, 0002648920-2021-00380, 0001822565- 2021-03147, and 0001822565-2021-03148. Medical devices: femoral component option size e right catalog#: 00599401592 lot#: 63452478. Stemmed tibial component precoat size 5 catalog#: 00598004701 lot#: 63578470. Stem extension offset 14mm dia x 100mm length catalog#: 00598802014 lot#: 63528515. Prc agmt block post sz e 5mm catalog#: 00599003501 lot#: 63195843. Prc agmt block post sz e 5mm catalog#: 00599003501 lot#: 63245928. Articular surface with locking screw size green/e f 12 mm height catalog#: 00599404012 lot#: 63520399. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right knee revision approximately four years post-implantation due to loosening.